Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Implant date - unknown. Explant date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent primary hip surgery on an unknown date. Dislocation occured, but closed reduction was unsuccessful. Revision procedure was performed on an unknown date due to dislocation. No further information has been received.

Manufacturer narrative:
The explanted bipolar head was returned for evaluation. There was damage to the polyethylene component, likely cause during the reported disassociation of the device. Disassociation during an attempted closed reduction is a known risk with bipolar devices where the bipolar head can become impinged on the natural acetabulum of the patient and then the force required to overcome the impingement and complete the closed reduction can exceed the lever out forces of the device. The most likely cause of the disassociation is the bipolar head became impinged on the patient's acetabulum during the attempted closed reduction.